Event description:
It was stated the patient began to get lower right shoulder pain and could not breathe. The doctors could not pinpoint what was causing this pain. An x-ray of the right shoulder then showed the fractured wire. It was stated the implantable neurostimulator (ins) was explanted.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4).